Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying a code known as malf 1. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump but the issue recurred, so technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to return the defective pump after receiving the replacement.